Event description:
Boston scientific received information that this programmer screen did not power up. It is also noted that the programmer was smoking and has burning smell. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer was powered on to check for boot-up issues. Analysis result found a portion of the internal circuit had become overheated which resulted in the observations reported from the field. In addition, there was a corrosive liquid contaminant residue found in the programmer¿s circuit. The circuit was replaced and the programmer passed all other testing. Laboratory analysis confirmed the reported clinical observations.